Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient could typically feel vibrating in their head for a little bit after turning their implant on, and when they turned their ins off the vibrating went away. They were told it would not happen all the time, and reported it was no longer happening so they thought the ins was not working. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the vibration stopped because their device was not working for a few days , but it was fine now and they did not know why the device stopped working. No further patient complications were reported/ anticipated as a result of this event.